Event description:
It was reported that patient underwent patellofemoral procedure in 2003. During revision procedure in 2005, loosening of the patellofemoral component was noted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. Corrective action initiated to address late submission.